Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, complication in site preparation (extraction socket with thin bone wall), trauma / accident.